Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle shield had separated/fell off. This event occurred 20 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 3109101. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle shield had separated/fell off. This event occurred 20 times. There was no report of impact to patient or user.